Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints for this product and an internal process ((B)(4)) was initiated to determine the most probable root-cause and to implement the appropriate corrective action. Maquet cardiopulmonary (B)(4) will continue to monitor incoming reports for any trends and to determine if further action is necessary. (B)(4).